Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k101880.

Event description:
Sale rep reported for customer that they received an open implant. They stated the box was sealed but vial was open.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number . D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one empty packaging for evaluation. Visual evaluation of the as returned packaging identified the implant packaging was already opened, and the outer vial tamper seal ring was broken. The implant and bundle mount / cover screw, were all missing. The coob is non-verifiable as the conditions of the product when received by the customer are unknown / non-verifiable. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a packaging malfunction could not be verified. The reported event/coob is non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.